Event description:
It was reported that the per wo evaluation, the level sensor was broken, the plastic was blackened and cracked in an arctic sun device. Per review of wo on 05aug2025, there was no patient involvement. Per sample evaluation results received via task on 05aug2025, it was reported that there was a defective heater.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed heater. The device was evaluated upon receipt. The heater was found to be defective. No error codes were observed. 2000h pm performed. 2000h pm performed. Replacement of the mixing and circulation pump, heater and drain valves. Functional verification test was performed. Functional verification test was performed. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, the level sensor was broken, the plastic was blackened and cracked in an arctic sun device. Per review of wo on 05aug2025, there was no patient involvement. Per sample evaluation results received via task on 05aug2025, it was reported that there was a defective heater.